Manufacturer narrative:
(B)(4). G2: foreign: germany the product will not be returned for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the screwdriver fractured while attempting to decouple the prosthesis. The procedure was able to be completed without any further incident and no patient impact has been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: when trying to decouple the prosthesis, the screwdriver breaks off, so that the axis of rotation cannot be removed at first. Therefore, the inlay is first cut through and removed. With increasing flexion of the knee joint, the femoral component suddenly detaches spontaneously from the peduncle. This makes it possible to decouple the prosthesis without any problems. Root cause was unable to be determined. Reported event was confirmed by review of provided operative records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.